Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced ongoing air bubbles in the luer lock and infusion set tubing. Reportedly, when the needle was in the septum, the customer pulled the syringe all the way past the 3 ml mark which the customer stated was causing more air bubbles to enter the cartridge. The customer's blood glucose (bg) level was 254 mg/dl and the bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.